Manufacturer narrative:
The ge service rep cleaned the contacts on the x-ray temp sensor and reseated the connector. He booted the system several times. The system operates properly at this time.

Event description:
The customer reported that the system has an error code displayed. There was a bad connection at the x-ray temp sensor causing error message at boot up.